Event description:
Around 6 days after wearing the apple watch series 9 I had severe vertigo and dizziness, I was sick for 4 days and taking medication pantoprazole and ondansetron and meclizine. Initially I thought it may be due to gerd/acidity but it went way during medication but it again came back when I again start wearing the apple watch. I had vertigo in the past and I last experienced may more than 20 years ago but now I am seeing it again. I stop wearing the apple watch and the vertigo and dizziness is not there anymore. I am suspecting it might be apple watch. When I searched the google in the apple community I saw other people also experience it. Most probably it does not affect others but who has vertigo in the past they are affecting it. There is no rational reason on how a apple watch can affect it, but most probably it might cause it. I will most probably return the apple watch. Here is the url where other people also experience it. Https://discussions.apple.com/thread/254702855?sortby=best.